Manufacturer narrative:
The device was returned for evaluation. Hinges were found to be sticking / tight while the brace is flexed.

Event description:
It was reported that the patient re-tore her anterior cruciate ligament (acl) while wearing the brace. While at soccer practice, she was jogging to retrieve a soccer ball. The coach blew the whistle and the patient slowed her jog. As the left leg passed back behind her, she heard and felt a pop in the left knee. She immediately stopped running, sat down, and felt pain. Evaluation of the device confirmed that hinges are sticking / tight when the brace is flexed.